Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose level. The customer's blood glucose level was 440 mg/dl at the time of the incident. The customer stated that his blood glucose was between 400-500 mg/dl and then he took a manual injection and the blood glucose dropped by 50 points. The customer declined troubleshooting for high blood glucose. The customer was treated with insulin pump. The insulin pump will not be returned for analysis.